Event description:
To surgery (B)(6) 2020 for laparoscopic placement of mickey button gastrostomy with gastropexy [12 fr tube placed]. Reported on (B)(6) 2020 after po feeds, leakage was noted around the gastrostomy tube. Provider called to bedside and discovered 1 ml aspirated from balloon and was reinstilled. Reported tube became dislodged when infant started crying. Surgery called to bedside and tube was replaced and balloon filled with 3 ml. Gastrografin study with x-ray completed at bedside and confirmed tube in place with no further leakage noted. Reported concern with other neonates in nicu having leakage around the g-tubes and balloons found to be self-deflating. Reporting concern for a defect with the balloon with these g-tubes with suspicion balloon deflates with infant cries causing abd pressure to increase. FDA safety report ID# (B)(4).